Event description:
It was reported to nova biomedical that a consumer was unable to obtain a blood glucose reading due to missing segments in the lcd screen. The consumer may have inappropriately treated herself, which caused a hypoglycemic event that required medical intervention. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.